Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The reported events of infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Further reported was "fluid has only now been detected around the left implant" and "acute chronic infection in the breast; ultrasound concluded there was inflammation."

Event description:
Healthcare professional reported that the implant "had totally disintegrated." This record represents the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. Health worker reported that the product has been discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the implant "had totally disintegrated." This record represents the left side. The device has been explanted.